Event description:
New information received notes that the device did not inappropriately shock the patient. It was suspected that the patient had mistaken normal device functionality as shock therapy. No arrhythmia occurred. No changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shock that led to arrhythmia. No intervention was reported. The patient condition was unknown